Event description:
It was reported this device was used successfully to remove several lobes of a very large multi-lobed polyp during a polypectomy procedure. The snare was then extended to remove the last lobe. Following full extension of the snare loop, one side of the wire of the distal loop detached resulting in laceration of an arteriovenous malformation in the colon. Bleeding immediately ensued, however, hemostasis was achieved and the procedure was discontinued at that time. The pt was monitored and released. A f/u exam indicated no pt sequelae resulted from this event. The device has been received, evaluated and retained by this MFR. The co's engineering eval indicated a visual eval found that the snare loop was broken on one side, 15mm from the tip of the loop. The loop was blackened at the point of breakage and on the opposite side of the loop 15mm from the tip of the loop. No other problems were found with this device. Based on the engineering eval, this device displayed characteristics consistent with excessive burning, blacked wire at the break point. It was also indicated this pt presented with a very large multi-lobed polyp. Co believes the size and severity of the polyp was well as user technique may have been contributing factors to the event. However, co is unable to determine the exact cause of this event.